Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and found that touch screen module was stuck in a boot loop. Fse reloaded software and identified faults in the exam room tsm, system interface box, and possibly the fan tray. In the next follow up visit, fse replaced fdcsib and, touchscreen module and return the part for further analysis, and it confirmed tsm failed to connect and communication error confirmed. After replacing tsm and fdcsib, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.